Manufacturer narrative:
A review of the pump's history log revealed that on 11/14/96 a program was set for 1ml/h, however delivery was not prompted to start (delivery was not initiated by the user). The pump was not powered on at all on 11/15/96. An infusion test ran within specs.

Event description:
Non-delivery reported. The pump was set to deliver a fentanyl/bupivicaine epidural infusion at 10ml/hr. The solution container and pump were set in a zipper pouch to allow the pt to be ambulatory. Approx 2 hrs after set-up, a nurse noted that while the display indicated the device was infusing as programmed, there was no solution gone from the bag. The pt did not experience any adverse effect.